Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking. In addition, it was reported that resistance was experienced during the fill process. Reportedly, customer loaded a new cartridge and resumed insulin delivery. There was no reported impact to customer's blood glucose level.